Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Failure event observed during analysis. Final analysis found rf telemetry anomaly. Upon receipt, communication could not be established. The device was tested on the bench and it was noted the rf telemetry was in an anomalous state. The cause of the anomalous state could not be determined.

Event description:
This report is to advise of an event observed during analysis.